Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the infusion set had a bent cannula and that the blood glucose reading was 490 mg/dl. The customer declined helpline assistance. The insulin pump was not returned or replaced.